Event description:
On 12/16/2021 it was reported by a sales representative via sems that an ar-6480 pump was experiencing pressure issues. Ts: swapped tubbing and the pump did not hold pressure. This was discovered during a procedure.

Manufacturer narrative:
The complaint is not confirmed.